Event description:
It was reported that during a follow up in clinic, inadequate right ventricular and right atrial capture, varying r-wave amplitude, and varying right atrial impedance were noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.